Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pacing impedance measurements. The patient presented with the lead programmed in a unipolar configuration. Following lead testing, a lead fracture was suspected as the root cause. This rv lead was surgically abandoned, and a new lead was successfully implanted in the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure.